Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a matrix drawer 1 that failed to open. The field service engineer stated that a metal linkage between solenoid plunger and drawer latch was broken. The fse replaced the metal linkage to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer 1 was unable to recover causing a minor delay in dispensing medications to the patient. The customer was able to get medication from a nearby station. There were no adverse events or injuries reported based on this event.